Event description:
It was reported to boston scientific corporation, that an occlusion balloon catheter was used during a percutaneous nephrolithotomy (pcnl) procedure. The balloon burst upon inflation. The physician then attempted to use two more occlusion balloons and they also burst upon inflation. The procedure was completed with another occlusion balloon. There were no patient complications and the patient condition was reported as "fine". Note: this is the third event of three. Refer to bsc MDR 3005099803-2008-1957 and MDR 3005099803-2008-1548 for details of the first and second events.

Manufacturer narrative:
A visual examination of the returned device revealed both proximal and distal balloon bonds were intact and continuous. The balloon was found to be burst in the center. The device history record review confirms that this device met all material, assembly, and performance specifications.